Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the eighth inflation at 12 atmospheres for 30 seconds, the center part of the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.